Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 97715, serial/lot #: (B)(4), ubd: 14-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt mentioned they wanted to meet with mdt rep. To get the wavelengths reduced on their spinal cord stimulator(scs). Pt said the wavelengths were not "high," but the pt said they had to recharge 3 times per day. Pt mentioned they shut one of the "levels" off on the left side ins and shut the right side ins off totally when they go to bed at night, but the pt said the ins "do not time out." Patient services specialist did not ask event date to focus on reason for call. Pt spoke to mdt rep. Yesterday, and mdt rep. Said the charging frequency and the ins not "timing out" was an issue because the pt was "zapping the batteries." Mdt rep. Said the pt should only charge one time per day. Pt mentioned they had previous ins(pss did not gather the reason behind the replacement), and the pt said the previous ins was great and the pt had no issues. Pt said their current ins were "pieces of junk" and "pieces of crap" and the pt was looking into the possibility of getting a pain pump. Pt said mdt rep. Always told the pt to call mdt if they had an issue. Pt said they wound up the recharger antenna cord in a circle. Pt also mentioned they had an upcoming appointment with their  health care professional (hcp). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H6. Device code a0904 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were not able to determine the cause of having to recharge three times a day and the implantable neurostimulator not timing out. The patient noted that she has gotten some relief, unfortunately, the new implantable neurostimulators have not worked. The patient noted that she was afraid that the right one was not working as good as the left one, so she just shut it off. The patient is not getting any help, and she can say that she does not know why. The health care professional suspected that the wiring may be bad because it has been in since 2005. They had checked the wires, but they could not get the stimulation up to where they needed it to stop the back spasms and it was not stopping the nerve pain in the patient's right leg. The patient mentioned that the nerve pain is so severe that the patient cannot even put weight on it without crying. The patient noted that their previous implantable neurostimulators were like pain medicine and that they did not get rid of the pain, but it took the edge off. The patient noted that they started turning the right side off at night and to the #1 position on the left side at night to conserve battery. The patient indicated that their activity level has not gone up and that there have not been any accidents which may have caused or contributed to the issues. The patient had a CT scan and it looked like "a bomb had blown up on their back." The patient noted that one implantable neurostimulator is for a problem with her neck/headaches due to a car accident that they were previously in. The other on goes down to the "sacral." The stimulators do not work very well for them, so they are inquiring about pump therapy. A manufacturer representative reported that the patient is obsessive about the battery levels of her stimulator. She runs very high amplitudes that require daily recharging, but it is not discharging her battery 2-3 times per day. A manufacturer representative wanted to explore the option of setting up cycling and perhaps reprogramming to optimize the energy usage. The patient noted that she had turned off the implantable neurostimulators and their external equipment is packed in cases. The patient has requested a pain pump or old style battery stimulators.